Event description:
Note: this MFR report pertains to the fourth of four devices used during the same procedure. Refer to associated MFR reports #3005099803-2008-06290, #3005099803-2008-06308, and #3005099803-2008-06309 for descriptions of the other devices. A hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure( age, weight unknown). According to the complainant, when viewed under endoscope, the tip was observed to be torn. The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed.